Event description:
The titanium femoral rod was inserted in the pt while he was a pt at the center. Six months later, the pt presented to a community hosp and was diagnosed with a fractured rod. The rod was replaced.